Event description:
The customer reported that during use on a pt the display was freezing up on an 840 ventilator. The pt was not harmed or injured as a result of the event. The customer inspected the device and could not duplicate the reported malfunction. Covidien was not authorized to repair the unit.